Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a mildly calcified vessel. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured in a pinhole shape upon first inflation at 10 atmospheres for a minute. The balloon was removed from the patient's body without any problem and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.